Event description:
I had silicone breast implants for 30 years and got so sick and wasn't told by any specialists or surgeons to remove them when they should have when I became ill with auto-immune symptoms.